Manufacturer narrative:
(B)(4).

Event description:
It was reported that vf episode due lead noise alert was received via a merli.net transmission. The patient was asymptomatic. The patient received inappropriate atp. During in-clinic testing noise was reproduced with isometric. The lead was capped and replaced. The patient was doing fine after the procedure.